Event description:
As reported, during flushing of this pressure monitoring set with vamp jr. Before being connected to a premature patient, the pressure tubing detached between the shutoff valve and the vamp when it was slightly lifted by the user to degas the plunger. Since the system was not connected to the patient, there was no blood loss and no further treatment was needed. The problem was solved replacing the device with a new one. There was no allegation of patient injury. The device is expected to be returned for analysis; however, it has not yet been received.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device was received for evaluation. Pressure tubing was found completely broken rather than detached from the bond joint with proximal sample site. Cross surfaces of broken tubing appeared rough and uneven. No other visible damage was observed from returned device. Pressure tubing breakage implies a small amount of blood/fluid loss that is unlikely to result in an injury. This generally results in the need to exchange the device, which can be done with a minor delay in treatment or monitoring. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.